Event description:
It was reported that prior to an rf ablation procedure, the right atrial lead exhibited loss of capture and loss of sensing. During the ablation procedure, fluoroscopy revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2015. The patient was in stable condition post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.